Event description:
It was reported to medtronic neurosurgery that during implantation, the tube was found broken.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leak testing. The device met all specifications for pressure-flow and preimplantation testing. The peritoneal catheter was returned in two segments, 46 cm and 51 cm in length. Pt debris was found on the peritoneal catheter. It is unknown how or when this damage occurred. The catheter met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials." A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of the shunts are 100% tested at the time of manufacture.